Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the clinical engineer confirmed a "backflow" when the occluder was fully closed. The device was not changed out, as they used forceps. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the pt.

Manufacturer narrative:
The reported complaint was confirmed via the medical facility's clinical engineer statement. Data log analysis showed that a perfusion screen was never opened on the complaint event date (B)(6) 2015. Backflow was previously shown in logs on (B)(6) 2015. There was no way to ascertain the conditions around the backflow alarms from the log analysis. No additional action will be taken at this time.

Manufacturer narrative:
At the manufacturer subsidiary, the reported issue could not be duplicated. They also could not confirm the back flow in the data logs. The data logs were received by the manufacturer on 03/24/2015 for further eval.